Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and insulin pump shut off. The customer's blood glucose level was unknown. It also reported that the display did not returned after battery insertion. The customer was advised to discontinue the use of pump and revert to back up plan. The customer will return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected error test and displacement test or verify low battery alarm due to blank display.